Event description:
Reportable based on device analysis completed on 02-oct-2018. This device was received with no reported issues.   However, upon review of this device, a pinhole was found in the balloon.